Event description:
Literature: nishijima, k., kondo, t., seta, h., sugiyama, k., furusawa, y., mori, t., suzukamo, y., & izue, s. (N.d.). 3-4-15 therapeutic experience with aggressive rehabilitative intervention after initiation of itb therapy [abstract]. Annual meeting of another country's association of rehabilitation medicine. Summary: to report on the therapeutic experience with intrathecal baclofen (itb) therapy for severe spasticity, used in our dept since 2007. The study looked at four adult male pts with spastic paralysis of spinal cord origin. Reportable event: the three pts who were able to walk preoperatively experienced improved gait, but this was accompanied by reduced walking endurance due to reduced weight-bearing capacity, which resulted in slightly reduced walking capacity overall. Add'l info received related to this pt reported that it was thought that the pt's walking ability could have been improved through dose adjustment and exercise, but the pt's walking ability did not return to preoperative levels. Multiple dose adjustments both increased (to a maximum of 250mcg/day) and decreased (down to 47.9mcg/day) were performed. The antispastic action, ultimately worked to the pt's disadvantage as far as walking ability was concerns. Baclofen administration was suspended in 2008. The pt's muscle tone increased subsequently, but the pt's walking pattern had changed and the pt's walking ability still did not return to the normal level. The dose was slowly increased and stabilized at 110mcg/day. The physician noted that the pt was considered recovered with sequela. It was determined that it was unlikely that the pt would regain the preoperative walking status.